Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; two openings curved on the anterior, crease fold and yellow particles on the shell. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole, non-specific" and "hole in valve. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "hole, non-specific" and "hole in valve". Device has been explanted.